Event description:
Prior to use, the precise sds could not be inserted over an unknown .014" guidewire. Apparently, during the attempts to insert the precise over the wire, the stent prematurely deployed outside the pt. Another precise sds was used successfully. Additional procedural and concomitant product info has been requested, but has not yet been forthcoming. The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.